Manufacturer narrative:
Patient-device interaction/minor bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support a 76 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock at the time of pump insertion. The underlying medical history was not shared. On day of insertion there was a hematoma that developed at the femoral site. The team utilized best practices and troubleshooting with manual pressure, redressing, and resuture. After three days the pump was weaned and explanted. The patient was then taken to the operating suite for arterial repair. The type of repair was not shared. While on the support the device functioned as intended at p-7 at 3.0l/min with d5w sodium bicarbonate in the purge solution. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. This patient was anticoagulated with systemic heparin. The patient survived the explant and surgical intervention.

Manufacturer narrative:
The hematoma was eventually resolved with manual pressure. The team has disposed of the pump. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.